Event description:
Reportedly, it was not possible to use the subject programmer (smartview version 2.50 installed). An error message was displayed: ¿can not access to manager core¿. No files could be recovered; the programmer could not be switched off with the orange button although it was functional. Workaround was applied without any success. Preliminary analysis showed that the reported behavior was due to an issue with a corrupted window file. The subject programmer should be returned for repair.

Event description:
Reportedly, it was not possible to use the subject programmer (smartview version 2.50 installed). An error message was displayed: "can not access to manager core". No files could be recovered; the programmer could not be switched off with the orange button although it was functional. Workaround was applied without any success. Preliminary analysis showed that the reported behavior was due to an issue with a corrupted window file. The subject programmer should be returned for repair.

Event description:
Reportedly, it was not possible to use the subject programmer (smartview version 2.50 installed). An error message was displayed: "can not access to manager core". No files could be recovered; the programmer could not be switched off with the orange button although it was functional. Workaround was applied without any success. Preliminary analysis showed that the reported behavior was due to an issue with a corrupted window file. The subject programmer should be returned for repair.